Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, a check and flushing of the faradrive was performed, and no problems were observed. The faradrive was connected to continuous flushing (pressurized bag). After that, the farawave catheter was prepared, also without any problems. The catheter was connected to continuous flushing (pump). During the introduction of the catheter into the faradrive, air bubbles appeared during aspiration, visible in the transparent part of the faradrive and the flushing tube. Air bubbles were visible in the sheath and flushing line. The flushing system was checked, and no issues were found. During the introduction of the catheter into the faradrive, the wire was aligned with the tip of the catheter. The dilator was inserted straight into the faradrive, not at an angle.the faradrive was replaced with a new one, and the procedure was successfully completed. No patient complications were reported. Device is expected to return.